Manufacturer narrative:
An engineering review of device data confirmed the da error was automatically detected and corrected. It was not possible to determine whether the da error was related to the telemetry issues. The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted without complication and induction was successful. Post-induction, there was some telemetry drop out. After patient's draping was removed, the programmer was moved closer to the device for interrogation. A red screen was displayed showing a da error. The error was cleared and the interrogation proceeded normally. A boston scientific technical services consultant discussed the da error was a benign memory correction and was likely caused by the marginal telemetry signal and drop out. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. A review of device memory confirmed a single event upset occurred, which resulted in the da error previously reported. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed.

Event description:
Boston scientific received additional information. This s-ICD was explanted four months later and was replaced with a dual chamber ICD due to the patient's changing medical condition. The explanted device was returned for laboratory analysis.